Event description:
As part of validation of the (B)(4) assay, the customer repeated samples that had been previously tested with the (B)(4) assay. Of the 23 samples tested, the results for one patient sample were discrepant. The initial result on (B)(6) 2012 for (B)(6), which was considered negative. This result was reported outside the laboratory. On (B)(6) 2012, the sample was tested with the (B)(4). On (B)(6) 2012, the sample was repeated for (B)(6) and was considered negative. The customer did not know which result was correct. It was unknown if the patient was adversely affected. The (B)(4) reagent lot number was 168867. The (B)(4) reagent lot number was 169909. The expiration dates were not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
One sample was sent for investigation and measured on a cobas e601 analyzer with retention material ((B)(6)). The negative result with (B)(6) was confirmed and the (B)(6) result with (B)(6) was confirmed. The sample was tested with ortho save elisa assay as well as with innolia (B)(6) assay and the results were (B)(6). Therefore, the sample was considered to be (B)(6) with the (B)(6) assay. (B)(4).